Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04300. It was reported that the burr was stuck on the rotawire. A rotawire and a 1.75mm rotalink¿ plus were selected for use. During the procedure, ablation was performed six times and the speed was adjusted; however, it did not increase more than 200,000 rpm. Then, ablation was performed twice and the physician attempted to remove the burr. However, it was observed that the burr became stuck on the rotawire and could not be removed. It was also noted that the stall lamp was constantly lighting up. After attempting forcibly to remove the burr from the guide catheter, the burr could not be pulled further. Consequently, the burr was intentionally cut with the rotawire and both devices were then removed from the patient's body. There were no patient complications reported.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The body of the wire was bent and kinked. The body of the wire was cut by the facility 162cm proximal of the distal tip. The proximal portion of the rotawire was stuck inside the coil of the burr catheter for the related complaint and was unable to be removed due it being kinked. The solder weld of the distal tip was missing. Dimensional inspection of the overall length could not be performed as the device was cut by the facility. Outer diameter of the distal tip could not be measured as the solder weld was missing. Outer diameter could not be measured as the middle of the device was cut. Outer diameter of the proximal section of the device could not be measured as the proximal end of the shaft was stuck inside the burr catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the speed was under 30,000 rpm.